Event description:
It was reported that during an unknown procedure the surgeon reported that a patient had a "bowel" leak post op. This is all the information known at this time. No device to return.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information received from the account indicating the user did not have any inservicing prior to using the device. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.